Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) detected an impedance measurement on the right atrial (ra) lead greater than 2,000 ohms resulting in the lead safety switch feature to automatically change the polarity of the lead from bipolar to unipolar. Current ra lead measurements were within normal range, so the polarity was reprogrammed back to bipolar. Technical services (ts) recommended lead mechanical integrity testing on the ra lead by performing postural based isometrics while measuring impedances. Ts also recommended x-rays to evaluate lead integrity, lead/device interface, device connections and any potential stressful locations. As of today, no surgical intervention has been performed. All products remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.